Manufacturer narrative:
The event unit was returned to applied medical for evaluation. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, where the remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: unknown. Event description: for information purposes: rep notified by store manager of clip applier set aside in storeroom with "not firing" noted on packaging to be reported. The store manager was unable to provide information such as who put the device aside in the storeroom, which procedure it was being used for or who was operating. Additional information received from applied medical representative via email on 27jun25: when in the account yesterday I was not able receive any further information other than originally submitted. No pictures available. Patient status: no patient complication reported. Intervention: not clarified.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: unknown. Event description: for information purposes: rep notified by store manager of clip applier set aside in storeroom with "not firing" noted on packaging to be reported. The store manager was unable to provide information such as who put the device aside in the storeroom, which procedure it was being used for or who was operating. Additional information received from applied medical representative via email on 27jun25: when in the account yesterday I was not able receive any further information other than originally submitted. No pictures available. Patient status: no patient complication reported. Intervention: not clarified.